Manufacturer narrative:
(B)(4). The confirmed issue of the biopsy guide will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Engineering analysis was completed on the returned biopsy guide was completed and determined the handle for the guide tube swivel had been jammed against the head of the screw. This is caused by over opening. The handle was loosened by rotating in the cw direction. This hardware issue is tracked through hardware defect tracking number the handle for the guide tube swivel had been jammed against the head of the screw. This is caused by over opening. The handle was loosened by rotating in the cw direction. And references to this case have been added to that record.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, and attempting to lock the trajectory in a visualase fiber placement procedure, they were getting varying distance to target values. They were using the articulating arm with the visualase adaptation device plus the vertek probe to lock the trajectory. When they insert the vertek probe into the aiming device and lined it up with the target, they could get it lined up perfectly, however, if they rotated the probe (not moving the vertek arm or aiming device) the distance to target would shift upwards of 10 millimeters. The surgeon lined up the vertek probe with target with the probe facing the camera head-on and locked the trajectory and continued with the laser placement. The surgeon deemed the ablation successful and on target but was concerned at the variation when rotating the vertek probe in the aiming device. There was a 20 minute delay in the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement biopsy guide shipped to site (B)(4) 2015. Medtronic investigation of returned suspect biopsy guide finds that the guide tube swivel cannot be tightened/secured into a fixed position. This, and the lower thumbscrew, will completely unscrew from the main body and separate. One has a single washer. Mechanical failure - malfunction - will not tighten. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and software test areas passed. Instruments test failed: p.a.d. Locking wingnuts not engaging properly. Malfunction due to wear and tear. (B)(4) 2015 - a medtronic representative, following-up at the site, reported system is functioning normally except for the p.a.d. Locking wingnut not engaging properly. Replacing device resolved issue. System performed as intended.